Event description:
It was reported that during an ileocolic resection procedure, the device was used on the ileo but the staple line didn't form perfectly and as a consequence, there was a bleeding both from the back and the anterior wall of the tissue. The same device was used on the colon and it showed the same problem causing a bleeding of colon. The case was carried out applying manual on all bleeding staple lines. There were no adverse patient consequences. The device will not be returned because it was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: how much bleeding occurred? The bleeding occurred along all staple line, both from the back and the anterior part. The bleeding didn't stop on its own. Did the patient receive any blood products? If so how much blood did the patient receive? No. To confirm: the bleeding on the staple line was controlled by applying sutures? Yes, it was. Do you know what color cartridge was being used? Blue cartridge. The complaint could not be confirmed because no device was returned for analysis. We did not receive a valid lot number for the product involved in this complaint. [The lot number provided belongs to a product.] Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.